Event description:
The customer observed a falsely depressed tsh result generated on an architect i2000sr analyzer for a (B)(6) year old pregnant female, who took dydrogesterone tablets that day and ate ocean fish. . The customer provided reference range is 0.35-4.94 uiu/ml. Sid (B)(6) initial result in the morning = 0.289 uiu/ml. The patient was redrawn in the afternoon with a result = 0.489 uiu/ml. The morning sample was repeated with a result ¿ 0.310 uiu/ml. Both samples were retested on (B)(6) 2022 , morning sample result = 0.2978 uiu/ml and afternoon sample result = 0.4964 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
Facility name: (B)(6). Phone number:(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit 35144ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint lot. Device history record review did not identify any non-conformances or deviations with the complaint lot. In house testing was performed using retained reagent file samples. Our testing results showed 35144ud01 performs as intended with regards to abbott internal controls, patient samples, internal panel h2, n, and b. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect tsh reagent lot 35144ud01 was identified.corrected information in section d3 email, d9 device available for eval, and g1 mfg site email.